Event description:
It was reported that the right ventricular (rv) lead had varying, increasing, and high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on 13-jul-2012 and 17-jul-2012. The weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 1121 to 4047 ohms peak between 27-jun-2012 and 18-jul-2012.